Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the patient presented with dyspnea and the device was interrogated to reveal a loss of capture due to a suspected lead dislodgement. A lead explant procedure is anticipated, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.